Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. A review of the event history log revealed 'system error 345'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. The upstream sensor requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.